Event description:
Product was resulted in adverse side effects. The diagnosis was dcis, ductal carcinoma in situ. The treatment was on (B)(6) 2012 right breast needle localized segmental mastectomy and lumpectomy surgery. On (B)(6) 2012 re-excision segmental mastectomy and re-excision of the anterior margin. On (B)(6) 2012 insertion of the vavi 6-1 mini device strut adjusted volume implant manufactured by cianna medical. On (B)(6) 2012, completed accelerated partial breast irradiation under protocol (B)(4) in 10 fractions using a high-dose rate iridium source. Complications: induration, erythema, fibrosis, breast pain, chronic seroma, necrosis, inflammation, skin involvement and recurrence. This procedure/treatment resulted in a lot of complications, and was a treatment failure, no a true adverse event.